Event description:
It was reported that the patient with this pacemaker device exhibited small farfield oversensing. Technical services (ts) discussed saying there was no cross-chamber blanking period in the v post as. The device was functioning as programmed and remains in service. No adverse patient effects were reported.